Event description:
It was reported to philips that the system software failed to load, indicating a boot-up problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.